Event description:
The customer reported concerns about the pumps ability as the patient reported insufficient insulin during bolus administration. There was no adverse impact on the customer's blood glucose level. The patient had attempted using different cartridges, but the issue persisted, leading to the replacement of the pump. In the interim, the customer continued to use the current pump with guidance on backup therapy, resorting to additional insulin pen usage after meals to achieve desired blood glucose levels.